Manufacturer narrative:
Medical device expiration date: na. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing, ¿no DHR review is able to be completed. This batch was produced in 2011 and files are kept for 7 years.¿ investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there was no expiration or copyright date found on the box of bd¿ alcohol swabs before use. The following information was provided by the initial reporter: "consumer called to inquire about the expiration date on his box of alcohol swabs. Stated there is no expiration date on them. Stated he could not find a copyright date."